Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer fell while wearing the pump and as a result the touch screen became cracked and unresponsive. The customer¿s blood glucose was approximately 120 mg/dl. The customer reverted to manual injections for insulin therapy.